Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022, it was reported by a sales representative via sems that (2) ar-3240-5027 fused light cables is smoking when plugged in, this occurred during an unknown time and was not used.

Manufacturer narrative:
Complaint confirmed. One unpackaged ar-3240-5027, serial/batch number (B)(6), was received for investigation. Functional testing was not conducted due to connecting cable damage. Visual evaluation found that the wolf female end tip adapter was broken off before to receive for investigation. The missing part was not returned for investigation. The root cause of the reported failure mode is undetermined.